Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms along with loss of capture (loc) and noise that lead to inappropriate shock. The health care professional (hcp) suspected lead fracture. The patient was dependent. Boston scientific technical services (ts) discussed lead specifications and configuration. A revision procedure was performed where the left ventricular (lv) lead was connected to the rv rate/sense port, the lv port was plugged, and the rv pace/sense connector was capped. This crt-d remains in-service. No adverse patient effects were reported.